Manufacturer narrative:
This device is not available for return because it remains implanted after a valve-in-valve procedure. Therefore, the clinical observation of regurgitation and stenosis cannot be confirmed. In addition, the device history record (DHR) review cannot be done because the serial number has not been provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. There are many factors that could result in the need to disable a valve, the most common of which are regurgitation and/or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, no patient comorbidities or medical history have been made available by the health care provider. Intervention to correct this failing bioprosthetic valve is more likely due to patient related factors. Although the patient factors are believed to play a crucial role in the stenosis and regurgitation of this valve, the underlying mechanism is still not fully understood. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through use of the edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an unknown sized pericardial mitral valve was disabled in a valve-in-valve procedure due to stenosis and regurgitation. A 9600tfx 29mm transcatheter valve was implanted. No patient details were provided. The patient outcome was reported to be successful.